Manufacturer narrative:
The customer reported that their AED will not power on, and the asi is blank. The maintenance schedule is reported as "only checked the AED when it is chirping". Discussed replacement of the AED due to its age, and to contact the distributor. Advised the customer to remove the AED from service and replace the battery pack. The IFU states: improper maintenance can cause the defibtech ddu series aeds not to function. Maintain the AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The customer reported that their AED is giving a service code warning to replace the battery pack and the asi is blank. The reported event did not occur during patient use.